Manufacturer narrative:
Neither samples or pictures were received for the analysis of this complaint. The device history record of reported lot number: 4471009 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode "a0144 - delivery accuracy" could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the device was having a repeated issue with tpn infusions given with the cadd solis vip and 21-7361-24 tubing. The tpn infusions are intermittently not infusing completely. There was patient involvement, and no reported patient harm/adverse event reported.